Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. Customer was stated that basal was successfully set up. Customer was assisted with programming the insulin pump. Advised customer to talk to his doctor to ask for his bolus settings. Advised to call back as soon as the meter was fully charged. The insulin pump will not be returned for analysis.